Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed comm loss for all monitored devices. No patient harm or injury was reported. Investigation summary: the root cause for this event is use error. The customer acknowledged replacing a switch and, after review of network drawings, found that a cable was plugged in incorrectly. The customer corrected the cable placement, which resolved the issue.

Event description:
The customer reported that their central nurse's station (cns) is showing communication loss for all monitored devices. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is showing communication loss for all monitored devices. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products. The following fields contain no information (ni), as attempts to obtain information were made but not provided: email address.

Event description:
The customer reported that their central nurse's station (cns) is showing communication loss for all monitored devices. No harm or injury was reported.